Manufacturer narrative:
Product ID 3889-28 lot# va07a6c, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that during the removal of the patient¿s lead and battery, the doctor was unable to remove the distal portion of the lead. Six days later it was reported that the lead could not be removed because the doctor had limited access. There were no patient symptoms after the case and no further intervention was planned.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy212147h) showed no anomaly found. Final analysis of lead model 3889-28 (lot # va07a6c) showed lead body conductor broken (overstress/damage). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).